Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6) , UDI: (B)(4), batch: a000149744. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. It was noted that the patient's lead had migrated. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section d6b - date of explant should have been (B)(6) 2024 instead of (B)(6) 2024 in additional report 2. This correction is reflected in this additional report 3.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Event description:
Additional information received indicates that the patient was also experiencing rib stimulation from both leads migrating. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.